Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had received a malfunction alarm. Tandem technical support assisted the customer with resetting the pump. The alarm did not reoccur. The customer's blood glucose (bg) was 67 mg/dl and was due to the customer not eating. Candy was consumed to address the bg level.